Event description:
In 2007, the lay user patient contacted lifescan another country alleging his one touch ultra smart meter had been reading inaccurately high. The medical affairs specialist sent follow-up questions to the customer service representative (csr) in another country to ask the patient. This case is being classified based on those responses. On the weekend of five days earlier, the patient claimed, he obtained a blood glucose result of 11.8 mmol/l at 11 pm. He went to sleep and awoke at 3am sweating and breathing hard. He reported that a blood test was done at that time with a reading of 11.0 mmol/l. He drank a glass of lucozade and sugar water and ate a half a box of chocolates. He still felt unwell as he felt too bloated; so, he got up and walked around before falling asleep at about 3:30 or 4 am. He awoke the next morning asymptomatic. He states that hypoglycemia usually presents as the stated symptoms he experienced the night before. The first time the patient had symptoms as stated was in 2006 when he had an infection. He did not specify how often he has such symptoms. He reported he obtained 2.8 mmol/l at 12:18pm and 14.3 mmol/l at 2:31 pm the next day while asymptomatic. The patient did not seek medical attention. The patient takes humulin insulin 3 times per day. He adjusts his insulin depending on how he feels, what he is going to eat for the meal, and the results on his meter. He is on a sliding scale adjusting his insulin between 22-30 units once before breakfast, lunch and dinner. He also takes enalapril, atorvastatin, and aspirin. He tests his blood sugar 8 times per day. He had reported, he had no other symptoms prior to the symptoms that weekend. He performed a comparison with his mother's meter. The patient's meter showed a result in the 16 mmol/l range and his mother's unspecified meter showed a result in the 4 mmol/l range. The time difference was not specified. The csr determined during the troubleshooting telephone call and the follow-up phone call, the patient's testing technique was correct. The meter was set to the correct unit of measure and calibration code number. A quality control test was done with results falling outside the specified range for the test strip vial. The performance of a second control solution test using the subject meter and strips was not reported. Another quality control test was done with the same test strip vial on another one touch ultra 2 meter with passing results. The results were verified in the meter memory. This complaint is being reported as the patient alleged the meter gave a high result prior to and during a hypoglycemic event. In addition, the patient's meter reportedly gave readings inconsistent with the patient's symptoms and quality control testing on the meter had failed.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.